Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the system was unable to connect to the imaging system or to the electronic picture archiving and communication systems (pacs). The issue was bypassed by using another stealth at the site. There was no impact on patient outcome. It is unknown if there was a surgical delay. Additional information was received. It was reported that the issue was intermittent, rebooting once connected resolves, and other ethernet cables have the same issue. Technical services (ts) recommended reseating internal ethernet cables (all of them from the bulkhead to the central processing unit (cpu) on the navigation system and testing each of the external ethernet cables with the navigation system and known working pacs port to verify functionality.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID (h3,h6) no parts have been received by the manufacturer for evaluation medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no surgical delay.

Manufacturer narrative:
H3, h6: the connector, lot number: unknown, was returned to the manufacturer for analysis. The returned connector had a bent pin. A continuity test confirmed an open at pin #2. The reported event could be duplicated by medtronic personnel. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Bulkhead connector was replaced. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jun-25 00844777 (rep, hcp): medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the system was unable to connect to the imaging system or to the electronic picture archiving and communication systems (pacs). The issue was bypassed by using another stealth at the site. There was no impact on patient outcome. It is unknown if there was a surgical delay. 2025-jun-25 interface update details (rep): additional information was received. It was reported that the issue was intermittent, rebooting once connected resolves, and other ethernet cables have the same issue. Technical services (ts) recommended reseating internal ethernet cables (all of them from the bulkhead to the central processing unit (cpu) on the navigation system and testing each of the external ethernet cables with the navigation system and known working pacs port to verify functionality. 2025-june-27 e1 (rep): additional information was received. It was reported that there was approximately a 15-minute delay. 2025-jul-7 interface update details (rep): additional information was received. It was reported that there was no surgical delay. Conflicting information was received. 2025-jul-17 e2 (rep): no new information. 2025-jul-17 e3 (rep): additional information was received. It was confirmed that that the procedure was not delayed at all. Another navigation system was used. The procedure was a lumbar fusion.

Manufacturer narrative:
H2 correction: code f2301 is now included to reflect another navigation system was used. H2 additional information: b5, d10, and additional codes - img. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859, lot: - medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was approximately a 15-minute delay.

Manufacturer narrative:
B5 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the manufacturing representative (rep) swapped the bulkhead with one from trunk stock (not compatible with updated version of in/out panel) and found the system was able to connect to the imaging system and pacs without issue.